Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), adverse event ("abnormal symptoms"), amnesia ("memory loss") and panic attack ("panic attack") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain, weight increased, back pain, adverse event, amnesia and panic attack outcome was unknown. The reporter considered abdominal pain, adverse event, amnesia, back pain, panic attack and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 19-nov-2018: content from plaintiff fact sheet- events panic attack and memory loss were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), adverse event ("abnormal symptoms"), amnesia ("memory loss") and panic attack ("panic attack") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, weight increased, back pain, adverse event, amnesia and panic attack outcome was unknown. The reporter considered abdominal pain, adverse event, amnesia, back pain, panic attack and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 3-oct-2019: pfs received. Event : she did not undergo essure confirmation added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain, weight increased, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain and weight increased to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.